Event description:
It was reported that this right ventricular (rv) lead switched from bipolar to unipolar pacing due to a high out of range pacing impedance measurement greater than 300 ohms. While this lead was in unipolar pacing, noise oversensing and pacing inhibition were observed, with a period of asystole. X-ray confirmed a fracture in the lead. With subclavian crush. A new rv lead was implanted, and the fractured rv lead was capped. This rv lead has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.